Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. The following information has been requested however not received. To date the device has not been received. If the further details are received at a later date a supplemental medwatch will be sent. Please advise of the accurate information: the alert date = (B)(6) 2020 and the event date = (B)(6) 2020.

Event description:
It was reported a patient underwent an unknown breast and endocrine surgery on (B)(6) 2020 and a reservoir was used. After surgery, in the ward, suction could not be done properly. The cap of the exit port came off the reservoir easily when the patient moved, so the drainage in the reservoir was about to leak. The affected products were discarded, and new products were used. One unused product will be returned. Further details are not provided there were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint#: (B)(4). Date sent to the FDA: 12/8/2020. The following information has been requested and received. Please advise of the accurate information: the alert date: on (B)(6) 2020 and the event date: on (B)(6) 2020. The alert date was entered as on (B)(6) 2020 here (international date line-japan). If you see it as on (B)(6) 2020 there (eastern USA), it is probably due to the time zone difference. (Real time) no further information is available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 1/13/2021. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. H3 evaluation: received one used part of product code 2160. The reservoir was evaluated for its functionality and functioned properly. The cap of the exit port was closing the port tightly during the test no non-conformities were observed or verified in the received sample. The reason for the reported problem might be related to the use. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.